Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The husband reported via phone call that the customer experienced low blood glucose. It was reported the customer woke up with a blood glucose of 45 mg/dl. The husband also stated, they would have to wake up the customer when they were alerted of a low. Troubleshooting did not occur for the customer's blood glucose. The insulin pump will not be returned for analysis.